Event description:
It was reported that during a da vinci si myomectomy procedure, the instruments installed on both instrument arms did not have sufficient closing force on the instrument jaws to grasp tissue or throw a stitch. The surgical staff reseated the instruments, with no change. The instruments were replaced, with no change. The sterile adapters were then reseated, which resolved the issue. Later in the procedure, the wrist cables of the prograsp forceps instrument were stuck on the cannula tip, thus preventing removal of the instrument. The instrument arm was undocked from the patient, which allowed the surgical staff to withdraw the instrument from the cannula. After the instrument was removed, there was some difficulty redocking the instrument arm to the patient. Due to the instrument issues experienced by the surgeon, the decision was made to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch down cable is broken at the distal clevis hub. The cable segment that contains the crimp is missing and the clevis hub exhibits a wear mark adjacent to the cable groove.